Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that both right atrial and ventricular leads exhibited loss of sensing. Upon revision, it was noted that the leads were twiddled. Both leads were explanted and replaced. Patient&#38112;condition was stable before, during and post procedure.